Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that laden air in continuation despite the replacement of the seals - deflating issue. No impact to the patient, no delay. Surgery was completed with a different device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
It was an air leak issue per information received.